Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was completed on the radiofrequency (rf) head and found that the cable was damaged; however, the rf head still interrogated. (B)(4).

Event description:
The radiofrequency (rf) head was returned for repair, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.